Manufacturer narrative:
UDI unavailable. Upon completion of the investigation a follow up report will be filed.

Event description:
Ps reported: "I received a message from the registrar. He was trying to program a hakim valve that was implanted into a (B)(6) yr old paediatric pt when the patient was (B)(6) days old. Clinician was experiencing difficulty trying to program the valve using the vpv programmer as the valve would not adjust to the selected setting. I spoke with the clinician by phone and through messaging trying to assist and trouble shoot. The perth codman rep was away on leave. After multiple communication exchange and sending information to assist him with programming the valve, he was still unable to program the valve as the valve would not adjust its setting. The x-ray's taken at the hospital by the radiology department were unreadable and unhelpful in determining the valve setting. The consultant called me the following day and I was able to talk her through what I had communicated to the clinician. She said they were operating on the pt for another problem and would review the valve during the same case. This case took place last thursday (B)(6) 2016 where they removed the hakim programmable valve. I received a call from a theatre nurse post operative case wanting to send the valve off for analysis to determine why it was not functioning as it should. The valve is available for return. There was not adverse outcome or delay reported."